Manufacturer narrative:
(B)(4). The customer informed physio-control that the device has been permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while their device was plugged into ac power, the device powered itself off. It was also reported that when attempting to power on their device, the device would not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.